Event description:
Same case as 2134265-2010-03258 and 2134265-2010-03259. It was reported that post a drug eluting stenting treatment procedure, sub-acute stent thrombosis occurred. The patient has had progressive angina symptoms and presented with unstable angina. The right femoral artery was the vascular access site. A 90% stenosed, high grade, flow limiting target lesion was identified in the complex calcified proximal to mid left anterior descending (lad) artery and involving both the 1st and 2nd diagonal (dx) branches. After angiography was performed, angiomax was administered. Next a 6french xb lad guide catheter was positioned in the ostium of the left main (lm). Then a non-bsc 0.014 guide wire was positioned across the lesion involving the proximal and mid lad. Initial attempts were made to direct stent with an unspecified stent but were unsuccessful; therefore an apex 2.5x20mm balloon was used to pre-dilate the mid section of the lesion at 10atms for 60 seconds. The balloon was then moved more proximal and inflated to 12atms for 60 seconds. Finally, the balloon was positioned in the most proximal aspect of the lesion and inflated to 14atms for 60 seconds. Angiography showed residual stenosis immediately after pre-dilatation to be about 60%. After preparing the lesion, a taxus liberte 2.5x20mm stent was positioned across the distal portion of the lesion and deployed at 14atms for 35 seconds. Then a taxus liberte 3.0x24mm stent was positioned more proximally in an overlapping fashion and deployed at 14atms for 35 seconds. Finally, a taxus liberte 3.0x12mm stent was positioned in the proximal-most aspect of the vessel and deployed at 18atms for 35 seconds. Angiography showed 0% residual stenosis and timi 3 flow to the distal lad segment. No complications were reported and the patient was instructed to continue plavix use for a minimum of one year. Four days post-procedure, the patient presented with recurrent angina and evidence of sustained ventricular tachycardia. Further, acute anterior wall myocardial infarction was diagnosed. Angiography revealed 100% occlusion of the lad at the previously stented sites. Timi 0 flow was observed beyond the proximal lad stent. After angiography was performed, angiomax was administered. Then a 6 fr xb lad 3.5 guide catheter was positioned in the ostium of the lm. A pt2 0.014 guide wire was then positioned across the lad lesion. An apex 2.5x15mm balloon was used to dilate the proximal and mid segment of the thrombosed lad. Timi I-ii flow was established in the lad. Next a promus 3.0x28mm stent was positioned in the proximal aspect of the lad and deployed at 15 atms for 35 seconds. Next a promus 2.5x23mm stent was positioned more distal in an overlapping position and deployed at 16atms for 35 seconds. Finally a taxus liberte 2.25x16mm stent was positioned in the mid lad also in an overlapping fashion and deployed at 16atms for 35 seconds. Timi-iii flow was established to the distal lad and no residual thrombus was observed. No further patient complications were reported and the patient status is ok. Additionally, a platelet inhibition study was performed and the patient had a level of 0 making him resistant to antiplatelet therapy.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
The initial emdr was due on 7/30/2010 and was submitted on 7/27/2010 but there was a delay in processing acknowledgement 3 due to an FDA server issue which made the MDR appear late. (B)(4).

Event description:
Same case as 2134265-2010-03258 and 2134265-2010-03259. It was reported that post a drug eluting stenting treatment procedure, sub-acute stent thrombosis occurred. The patient has had progressive angina symptoms and presented with unstable angina. The right femoral artery was the vascular access site. A 90% stenosed, high grade, flow limiting target lesion was identified in the complex calcified proximal to mid left anterior descending (lad) artery and involving both the 1st and 2nd diagonal (dx) branches. After angiography was performed, angiomax was administered. Next a 6french xb lad guide catheter was positioned in the ostium of the left main (lm). Then a non-bsc 0.014 guide wire was positioned across the lesion involving the proximal and mid lad. Initial attempts were made to direct stent with an unspecified stent but were unsuccessful; therefore an apex 2.5x20mm balloon was used to pre-dilate the mid section of the lesion at 10atms for 60 seconds. The balloon was then moved more proximal and inflated to 12atms for 60 seconds. Finally, the balloon was positioned in the most proximal aspect of the lesion and inflated to 14atms for 60 seconds. Angiography showed residual stenosis immediately after pre-dilatation to be about 60%. After preparing the lesion, a taxus liberte' 2.5x20mm stent was positioned across the distal portion of the lesion and deployed at 14atms for 35 seconds. Then a taxus liberte' 3.0x24mm stent was positioned more proximally in an overlapping fashion and deployed at 14atms for 35 seconds. Finally, a taxus liberte' 3.0x12mm stent was positioned in the proximal-most aspect of the vessel and deployed at 18atms for 35 seconds. Angiography showed 0% residual stenosis and timi 3 flow to the distal lad segment. No complications were reported and the patient was instructed to continue plavix use for a minimum of one year. Four days post-procedure, the patient presented with recurrent angina and evidence of sustained ventricular tachycardia. Further, acute anterior wall myocardial infarction was diagnosed. Angiography revealed 100% occlusion of the lad at the previously stented sites. Timi 0 flow was observed beyond the proximal lad stent. After angiography was performed, angiomax was administered. Then a 6 fr xb lad 3.5 guide catheter was positioned in the ostium of the lm. A pt2 0.014 guide wire was then positioned across the lad lesion. An apex 2.5x15mm balloon was used to dilate the proximal and mid segment of the thrombosed lad. Timi I-ii flow was established in the lad. Next a promus 3.0x28mm stent was positioned in the proximal aspect of the lad and deployed at 15 atms for 35 seconds. Next a promus 2.5x23mm stent was positioned more distal in an overlapping position and deployed at 16atms for 35 seconds. Finally a taxus liberte' 2.25x16mm stent was positioned in the mid lad also in an overlapping fashion and deployed at 16atms for 35 seconds. Timi-iii flow was established to the distal lad and no residual thrombus was observed. No further patient complications were reported and the patient status is ok. Additionally, a platelet inhibition study was performed and the patient had a level of 0 making him resistant to antiplatelet therapy.